Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the turbine solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine generates compressed air and delivers air to the inspiratory gas. Device's logs confirmed occurrence of claimed pressure transducer test failure. Unfortunately, the claimed part was not available for further analyze. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The root cause to the reported issue has been determined as manufacturing - supplier - assembly.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).